Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in july 2010 and performed to specification up to 26th october 2014. Multiple manual power ups, mainly of ten minutes duration, where observed in the device memory between the 28th october 2014 and the 17th november 2014. The device successfully performed all weekly auto self-tests between the 23rd november 2014 and the 9th august 2015. Further multiple manual power ups, mainly of ten minutes duration, where observed in the device memory between the 12th august 2015 and the 21st august 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The random nature of the events stored in the memory and the 10 minute time outs during the course of the investigation would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.